Event description:
It was reported the camera head had poor image. The issue was found during a diagnostic cystoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had poor image. The issue was found during a diagnostic cystoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation also found a leak in the cable. Based on the results of the investigation, it is likely that the following led to the malfunction: blurry image due to rust/dust on charge couple device. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.